Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an unspecified alarm. Customer reported that the alarm was informing them of "a problem with the site." The customer removed the site and did not note any issues with the site or supplies. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to gather more information regarding the reported issue and complete troubleshooting with the customer. However, no additional information was provided.